Event description:
It was reported that the device was difficult to remove. The target lesion was located in the mildly tortuous and severely calcified circumflex artery. Following atherectomy with a 1.25mm rotapro at a set speed of 180 revolutions per minute, the lesion was crossed successfully. Dynaglide mode was then used to remove the device but, the system stalled. All connections were checked, and the console was turned off and on, the system still continued to stall. A constant air leak noise was also coming from the advancer while trying to remove the burr. It was then noted that the burr could not be removed with manual pulling. The rotawire was pulled back to the tip of the burr to anchor system and then the wire and advancer were pulled together for removal. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer. Visual inspection of the device did not identify any damages or defects. The returned wire was able to be removed; however, there was resistance upon wire removal due to a kink in the wire. Inspection of the device after destructive testing found that the ultem was melted and the driveshaft (turbine) was corroded. Testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Then the rotapro advancer was connected to the rotapro control console system. When the knob switch was pushed, the advancer didn't get any speed, and a stall error was displayed on the console. The sound of air escaping the device was heard during the stall. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the mildly tortuous and severely calcified circumflex artery. Following atherectomy with a 1.25mm rotapro at a set speed of 180 revolutions per minute, the lesion was crossed successfully. Dynaglide mode was then used to remove the device but, the system stalled. All connections were checked, and the console was turned off and on, the system still continued to stall. A constant air leak noise was also coming from the advancer while trying to remove the burr. It was then noted that the burr could not be removed with manual pulling. The rotawire was pulled back to the tip of the burr to anchor system and then the wire and advancer were pulled together for removal. No patient complications were reported as a result of this event.